Manufacturer narrative:
The 16ga device was used for a liver biopsy. No product complications were noted during the procedure. The device is unavailable for investigation. No related in-process defects were found. A review of complaints for the past 24 months was conducted with no related reports found. For this report, the territory manager has met with the director of the hospital to ensure the correct technique is being used with the device. Without the device to review, we cannot confirm there was a product malfunction.

Event description:
On (B)(6) 2010, our facility received the following report via the medwatch form. The patient underwent a liver biopsy with the microvasive gun and had no immediate complications. The laboratory found that the specimen taken was inadequate and that colon tissue was obtained in addition to some live tissue. The patient required an additional biopsy.